Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter, an inflation device, stopcock and an introducer sheath. The balloon was loosely folded with blood in the wire lumen and contrast in the balloon and inflation lumen. The device was soaked in a water bath for 5 days. The tip, balloon, markerbands, inner shaft, outer shaft and proximal bond were microscopically inspected. Inspection revealed numerous areas of the shaft were damaged (focally necked, stretched, flattened) and kinks in the shaft located 2mm and 28mm from the strain relief. Functional testing consisted of an inflation device filled with water was used to inflate the device to rated burst pressure (rbp). Device inflated and held pressure for 5 minutes, without any leakage in the device. Negative pressure was then applied to the balloon, and the device only partially deflated in over 2 minutes, which exceeds the specification. Inspection of the remainder of the device found no damage or irregularities. The reported information indicates the device was not inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
It was reported that balloon deflation failed occurred. A 100% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 8.0mmx40mmx40cm sterling¿ balloon catheter was advanced for post dilatation. On the third inflation, the balloon was inflated at 15 atmospheres for 90 seconds. However upon deflation, it was noted that the balloon failed to fully deflate. The device was completely withdrawn into the introducer sheath and both devices were removed and the procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon deflation failed occurred. A 100% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 8.0mmx40mmx40cm sterling¿ balloon catheter was advanced for post dilatation. On the third inflation, the balloon was inflated at 15 atmospheres for 90 seconds. However upon deflation, it was noted that the balloon failed to fully deflate. The device was completely withdrawn into the introducer sheath and both devices were removed and the procedure was completed with this device. No patient complications were reported and the patient's status was good.